Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the cartridge pigtail. A cartridge change was performed and insulin deliveries were resumed. Customer's blood glucose level was 165 mg/dl.